Event description:
Event description boston scientific received information that during a follow-up visit, the patient with this device reported having syncopal episodes. The device had been implanted over nine years; however the magnet rate indicated beginning of life. The reason for the patient's syncope was unknown and an attempt to obtain additional information was unsuccessful.